Manufacturer narrative:
It was reported that the device would be returned for analysis; however, the device has not yet been returned. Information regarding age, weight, gender and medical history of the patient was not provided. Multiple attempts to obtain additional information have been unsuccessful. (B)(4). Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, an orbit galaxy coil (640cx2535/17376797) was stretched during the procedure. There was no potential patient adverse event associated with the event. It was reported that the device would be returned for analysis.

Manufacturer narrative:
It was reported that the device would be returned for analysis; however after three attempts to obtain additional information and product return for analysis, the product was not returned and not additional information was provided. Conclusion: as reported by a healthcare professional, an orbit galaxy coil (640cx2535/17376797) was stretched during the procedure. There was no potential patient adverse event associated with the event. No additional information was provided. The orbit galaxy was not returned for analysis. A review of manufacturing documentation for the lot found (B)(4) that may be related to the reported event; however, the DHR review confirmed that the rejected units were properly segregated and discarded. Controls are in place to detect such non-conformities. The stretched coil could not be confirmed without product return for analysis. The root cause of the event could not be determined; however, procedural/handling factors may have contributed to the event. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was returned for analysis on 5-5-2016. Conclusion: as reported by a healthcare professional, an orbit galaxy coil (640cx2535/17376797) was stretched during the procedure. There was no potential patient adverse event associated with the event. Multiple attempts to obtain additional information were unsuccessful. A non-sterile orbit galaxy cmplx xtrasoft coil 2.5x3.5 was received coiled inside of a plastic bag. The hypotube was inspected, and it was found kinked at 84cm from the proximal end. The introducer was received unzipped and no damages were noted on it. The support coil, gripper and embolic coil were found outside of the introducer. The gripper and embolic coil were inspected under microscope; no damages were noted on the gripper while the embolic coil was found stretched. The review of lot 17376797 revealed that 4 rejected units. (The 3 due to kinked coil and 1 due to damage coil) may be related to the reported complaint. However, the DHR review confirmed that the rejected units were properly segregated and discarded. Controls are in place to detect such nonconformities. No other issues were noted that were considered potentially related to the reported complaint. The coil stretch was confirmed. The cause of the stretched condition found on the embolic coil was apparently caused by applying excessive force on the device, but it could not be conclusively determined. Procedural factors and handling process may contribute to the failure as reported. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally, inspections are in place that prevents this kind of failure from leaving the manufacturing facility. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective action will be taken at this time.